Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, cystocele, rectocele, enterocele, uterine prolapse, urgency, frequency, urge incontinence, pelvic pressure and pain and mild dyspareunia along with concurrent anterior colporrhaphy with mesh, anterior colpopexy, uterocolpopexy using the mesh, suburethral transobturator sling procedure, posterior colporrhaphy with enterocele repair, reconstruction of posterior vaginal cuff, reconstruction of perineal body, cystoscopy, suprapubic tube insertion, hysteroscopy and dilation and curettage. It was further reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, dyspareunia, and other injuries. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.